Manufacturer narrative:
Device received with pump error 68 alarm due to moisture damage at the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received trace pointers are invalid. Customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.